Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the device was returned to the manufacturer, analyzed and there were no anomalies found. Secondary finding showed that the set screw was loose/detached. (B)(4) - the full lead was returned and analyzed and there were no anomolies found. Upon seconadary analysis, distortion and blood/body fluid were noted on all conductors (not obstructed), and there was apparant explant damage.

Event description:
It was reported that during the implant procedure the right ventricular lead (rv) was repositioned. When reinserting the pin into the connector the setscrew would not engage. It was also reported that the left ventricular lead (lv) moved after connecting to the device. The lv lead was removed and replaced. A new bi-ventricular device was used due to the setscrew not engaging. No patient complications have been reported as a result of this event.